Manufacturer narrative:
Follow-up # 2 ¿ (07/17/2013). The patient¿s meter has been returned and evaluated by lifescan product analysis on 6/17/2013 and 7/10/2013, respectively, with the following findings:the meter involved with this complaint failed testing. The meter was found to be unable to reproduce an error 4 suberror 2 message. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 (07/03/2013)-device evaluation: the test strips involved with this complaint have been returned and evaluated by lifescan product analysis on 06/26/2013 with the following findings: the test strips have passed all testing with no faults found. The complaint was not confirmed. Extra test strips were found as secondary issue, but it is not related to primary complaint. The meter has been returned on 06/17/2013, but it has not been evaluated by lifescan product analysis. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(4), alleging error 4. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.